Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's electrocardiogram port was loose and noisy. The printed circuit board associated with the port was replaced as a preventative. Analysis was also unable to confirm the comment regarding the shut down. The programmer passed incoming functional testing, and no new error was found in the parsing sheet. Analysis did confirm the comment on the software. The programmer did not have the latest software version. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the stylus cable insulation was damaged but functional. The stylus was replaced and calibrated. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer had a loose and noisy electrocardiogram port. It was also reported that the programmer shut down in the middle of a session without warning. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.